Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Based on the complaint history, visual inspection of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, there was a difficulty to remove single-piece collamer lens from the bottle during preparation for surgery. After successful insertion the surgeon decided to remove the lens because "the lens seemed to be contaminated". Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a cc4204a collamer single piece lens, +20.5 diopter, was found to be stuck to the cap of the bottle. The lens was removed from the cap and the surgeon implanted the lens. The lens was removed from the eye because the lens seemed to be contaminated. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens was likely to have contributed to the complaint. No root cause was determined. The lens could adhere to the stopper if the vial was inverted or shaken during shipping or handling or storage at the doctor's facility. The adhesion between the film of bss on the lens and the surface of the stopper is unlikely to have product impact as long as the vial is sealed and the sterile and hydrated environment inside the vial is maintained. As reported on the medical review, the device causality is unknown. Conclusion: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).